Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state and parity. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair is constantly falling out and has become very thin and dry"), hair texture abnormal ("hair is constantly falling out and has become very thin and dry"), abdominal distension ("lot of bloating in stomach"), abdominal discomfort ("discomfort in stomach"), limb discomfort ("discomfort in legs during the time of period"), mood swings ("moods have been going up"), loss of libido ("loss of sex drive") and gastrointestinal disorder ("gl issue") and was found to have weight increased ("weight gain") and weight decreased ("lost about 8 pound "). The patient was treated with surgery (essure removed). Essure was removed in 2018. At the time of the report, the medical device removal, hair texture abnormal, abdominal distension, abdominal discomfort, limb discomfort, weight decreased and gastrointestinal disorder outcome was unknown, the alopecia and weight increased was resolving, the mood swings had not resolved and the loss of libido had resolved. The reporter considered abdominal discomfort, abdominal distension, alopecia, gastrointestinal disorder, hair texture abnormal, limb discomfort, loss of libido, medical device removal, mood swings, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - alopecia, hair texture abnormal, abdominal distension, abdominal discomfort, limb discomfort, mood swings, medical device removal, weight gain and loss of sex drive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: pfs received. New event gi issue was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state and parity. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair is constantly falling out and has become very thin and dry"), hair texture abnormal ("hair is constantly falling out and has become very thin and dry"), abdominal distension ("lot of bloating in stomach"), abdominal discomfort ("discomfort in stomach"), limb discomfort ("discomfort in legs during the time of period"), mood swings ("moods have been going up") and loss of libido ("loss of sex drive") and was found to have weight increased ("weight gain") and weight decreased ("lost about 8 pound "). The patient was treated with surgery (essure removed). Essure was removed in 2018. At the time of the report, the medical device removal, hair texture abnormal, abdominal distension, abdominal discomfort, limb discomfort and weight decreased outcome was unknown, the alopecia and weight increased was resolving, the mood swings had not resolved and the loss of libido had resolved. The reporter considered abdominal discomfort, abdominal distension, alopecia, hair texture abnormal, limb discomfort, loss of libido, medical device removal, mood swings, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - alopecia, hair texture abnormal, abdominal distension, abdominal discomfort, limb discomfort, mood swings, medical device removal, weight gain and loss of sex drive. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: new reporter was added. New event lost about 8 pound was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state and parity. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair is constantly falling out and has become very thin and dry"), hair texture abnormal ("hair is constantly falling out and has become very thin and dry"), abdominal distension ("lot of bloating in stomach"), abdominal discomfort ("discomfort in stomach"), limb discomfort ("discomfort in legs during the time of period"), mood swings ("moods have been going up") and loss of libido ("loss of sex drive") and was found to have weight increased ("weight gain") and weight decreased ("lost about 8 pound"). The patient was treated with surgery (essure removed). Essure was removed in 2018. At the time of the report, the medical device removal, hair texture abnormal, abdominal distension, abdominal discomfort, limb discomfort and weight decreased outcome was unknown, the alopecia and weight increased was resolving, the mood swings had not resolved and the loss of libido had resolved. The reporter considered abdominal discomfort, abdominal distension, alopecia, hair texture abnormal, limb discomfort, loss of libido, medical device removal, mood swings, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - alopecia, hair texture abnormal, abdominal distension, abdominal discomfort, limb discomfort, mood swings, medical device removal, weight gain and loss of sex drive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state and parity. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair is constantly falling out and has become very thin and dry"), hair texture abnormal ("hair is constantly falling out and has become very thin and dry"), abdominal distension ("lot of bloating in stomach"), abdominal discomfort ("discomfort in stomach"), limb discomfort ("discomfort in legs during the time of period"), mood swings ("moods have been going up") and loss of libido ("loss of sex drive") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed in 2018. At the time of the report, the medical device removal, hair texture abnormal, abdominal distension, abdominal discomfort and limb discomfort outcome was unknown, the alopecia and weight increased was resolving, the mood swings had not resolved and the loss of libido had resolved. The reporter considered abdominal discomfort, abdominal distension, alopecia, hair texture abnormal, limb discomfort, loss of libido, medical device removal, mood swings and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - alopecia, hair texture abnormal, abdominal distension, abdominal discomfort, limb discomfort, mood swings, medical device removal, weight gain and loss of sex drive most recent follow-up information incorporated above includes: on 5-feb-2020: content from social media received. Events medical device removal, weight gain and loss of sex drive. Outcome for event loss of sex drive was resolved, weight gain and alopecia were recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.